Manufacturer narrative:
Eval - other: the sample has been sent to the supplier. Visual examination of the sample shows a "rippled" wire that confirms the hosp report of wire protruding from catheter. The sample evidence is consistent with incidents caused by over stretching the catheter contrary to usage instructions. Historically such incidents are caused when the catheter is stretched, so that the temperature probe cannot return to its original position. This caused the wire to kink inside the lumen and to penetrate through the shaft wall. Review of the instructions for use show a warning that states: do not stretch the catheter during insertion, use or catheter withdrawal. A folllow-up report will be submitted if the suppliers investigation findings are different than the history of this type of event.